Event description:
The following description of the event was documented by a cardinal health technical support specialist in response to a phone conversation with a (B) (4) (third party service company) service tech. "(Name removed" called to report that the blender is not passing the blender test. It seems that the dial is stripped. At 60% one time it is 24% and at another time, it is 30%. Blender (B) (4). I will send a replacement, c-svc (B) (4)".

Manufacturer narrative:
The distributor (B) (4) did not submit a user facility/distributor report to the manufacturer. Event codes were derived based on information provided by the distributor (B) (4). (B) (4). The following information concerning the evaluation of the device is a summary of the information documented by the cardinal health tech support specialist in response to a phone conversation with a (B) (4) (third party service company) representative. The cardinal health technical support specialist in conjunction with the (B) (4) (third party service company) representative identified a faulty air/o2 blender as the root cause of the reported device delivering low 02 concentration. (B) (4) (third party service company) was shipped a replacement air/o2 blender (p/n 10273) to repair the device and return it to rental service. The cardinal health technical support specialist issued a returned goods authorization (rga) number to (B) (4) (third party service company) to return the air/o2 blender to our manufacturing plant for evaluation. The air/o2 blender has been received into the manufacturing plant, and the evaluation is pending.